Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon follow-up, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customers allegation of air/water flow issues from the air/water flow system was not confirmed. Additionally, it was found that due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The bending tube was deformed. The adhesive on the bending section cover had a crack. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive around the objective lens was peeled. The light guide lens had a crack. The plastic distal end cover had a crack. The connecting tube had a scratch. The connecting tube had discoloration. Paint on the suction cylinder was peeled. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/ left knob had a scratch. The connecting tube had a scratch. The switch button 3 had a scratch. The scope connector had as scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit had a scratch. Due to clogging of the nozzle, water removal ability did not meet the standard value. Adhesive on the bending section cover had a crack. The bending tube was deformed. The switch box had a scratch. The connecting tube had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had difficulty sending water during water supply. The event occurred during preparation for use. The intended diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.